Event description:
The customer alleged that the unit was loosing disinfectant and was not draining properly. No injuries were reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: found a leaking drain valve. The fse replaced the drain valve and performed a successful wash/disinfect cycle. Conclusion code: other - updated ad connectivity document.